Event description:
Customer's daughter called in asking how to set up the meter. The customer had just obtained the meter and the date and time were incorrect. The contact also stated that the meter was giving readings like 2.6. She stated that her mother took medication based on the readings. Customer service helped the contact change the back to mg.dl. Customer service could not get a serial number for the meter because the back label was torn off. Customer service was sending a new meter, strips and control solution.